Manufacturer narrative:
The reported event of a set screw anomaly was confirmed as being due to procedural damage by the user. Analysis found the setscrew inset was stripped. When the setscrew inset is being stripped the wrench is no longer engaging the setscrew to tighten/loosen it. Stripping of the inset most likely began while tightening the setscrew on the new lead. The stripping continued while trying to untighten the setscrew with the various wrenches. No anomalies with the setscrew were found to cause the stripping of the inset. This problem is consistent with the user¿s use of the torque wrenches. Electrical testing was normal and the device was at normal elective replacement indicator (eri).

Event description:
It was reported that during a procedure to implant new leads, a set screw anomaly was observed on the pacemaker whereby a new atrial lead could not be screwed in properly into the header. Several attempts to retrieve the new atrial lead from the header of the pacemaker were made using three different torque wrenches. The connector pin was stuck. There was no complaint by the physician on the atrial lead, only on the pacemaker. Damage was made to the pacemaker header and the lead in attempts to salvage the lead. The old pacemaker and new atrial lead were replaced. The patient was recovering.